Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204 :monitor unusable ) has been confirmed. Upon investigation the monitor had failed incoming functionality testing. As received the monitor's electrode belt receptacle was broken from the monitor case damaging the wires in the receptacle. The cause of the failure was the damaged receptacle. The root cause for the damaged receptacle was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor had experienced a code 204: monitor unusable.